Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 427 mg/dl and 430 mg/dl. The customer had been using the insulin pump system within 48 hours if high blood glucose level. They experienced vomiting and also treated high blood glucose level with bolus. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose level. The customer did not allege the insulin pump for under delivery. They also reported that they could smell insulin and there was a leak in the tubing. The customer performed troubleshooting for high blood glucose level and while doing it they were disconnected and the insulin pump had an insulin flow block alarm. The customer stated that the insulin pump alarm insulin flow block at fill tubing again after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. (B)(4).